Manufacturer narrative:
Analysis revealed a connection failure. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system. It was reported outside of a procedure that the cable for the emitter was damaged at the end. There was no patient present.